Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an endurant (non-endologix) stent graft. This procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. An intraoperative type ia endoleak was identified at the gap between the endurant (non-endologix) proximal edge and artery wall. This was treated with coils. Approximately four (4) years post-initial procedure, a junction separation with possible and partial stent fracture of the afx2 bifurcated stent graft and the endurant (non-endologix) stent graft were identified. A zenith alpha thoracic endovascular graft (non-endologix) was deployed inside the afx2 bifurcated stent graft and endurant cuff. An excluder (non-endologix) was then added inside the zenith alpha. The secondary procedure was completed without problems and the patient¿s post status is good.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. Reportedly, there was off label use of a non-endologix concomitant proximal extension at the index procedure, which is off label use. The implant of the non-endologix device most likely contributed to the reported event; however, without medical records and medical imaging the clinical evaluation cannot definitively confirm this. The final patient status was reported to be good. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.